Event description:
It was reported that the patient experienced a post-dural puncture headache that was related to the implant procedure. The patient received an epidural blood patch on (B)(6) 2012. The patient recovered without sequelae.

Event description:
Additional information received reported that a cerebrospinal fluid leak accompanied the post-dural puncture headache. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: lead; product ID: 3778-45, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: lead; product ID: 37754, lot#, serial# (B)(4), implanted, explanted, product type: recharger; product ID: 37744, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient; product ID: 3708140, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension; product ID 3708140, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension; product ID 3550-39, lot# n328885, serial#, implanted: 2012 (B)(6), explanted, product type: accessory. (B)(4).